Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused an unspecified illness. The patient did report receiving medical intervention and has been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.